Event description:
It was reported that a lead was explanted and replaced. The reporter stated that the lead had high impedances, greater than 3600. It was noted that there was no patient injury or adverse event, and there were no patient symptoms related to the event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).